Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the no image was caused by the insertion section leaking while the under was handling the device, and water invaded the from the leakage point. Due to the invasion, the image sensor unit was broken which led to the temporary occurrence of the no image; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: user may detect the suggested event by handling the device in accordance with the following IFU. -inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. ·when inserting or withdrawing an endo-therapy accessory, confirm that its distal end is closed or retracted into the sheath completely. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and piece of it could fall off. ·if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories, cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera bronchovideoscope had broken fibers and no image. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings are as follows: taped bending section cover was leaking, unable to see for additional leaks; the bending section cover was over stretched covering the lens and leaking; light guide (lg) bundle had no light due to lg lens covered with stretched bending section cover; the image was cloudy and failed the fog test; the bending section was dented; and the insertion tube was dented/buckle causing restriction when pass ring gauge 4.5. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.